Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported when a trial patient was initially programmed the patient felt stimulation in his buttocks, upper legs, and upper thighs instead of where his pain was in his heels, knees, and down the left side of his foot. The manufacturer representative made some adjustments so it was reaching into his heels and areas that were causing pain. The patient was instructed how to turn stimulation on and off and increase and he went home. Every time the patient moved, raised his arm reached for anything higher than chest level or anytime he bent his back to stretch, the probes that went up the spinal column apparently moved or came in closer contact and if he was on 5 volts for his right leg and 8 v for his left leg it would shock him so bad it almost knocked him to his feet or off his feet and he almost fell. If the patient bent forward it almost dies to nothing. The patient reported if he bent and it doubles or tripled in intensity that was what it felt like if you stuck your finger in an outlet. The patient reported he had probably walked 1/ 2 mile and 3/4 of a mile for the first time in two years and it did work. While the patient was walking along he was doing just fine and when he stopped or sat down he was okay but when he would get back up it was like way overload. The patient reported every 1/4 block he would need to adjust the settings so that it was covering the pain and he finally got it to cover the pain. It was reported it varied with the movement when he would get the driving real hard shock. On program #2 the manufacturer representative tried to drive the sensation level down further which she did but the patient now felt the sensation clear up his rear end/tailbone when he was walking and he was not used to walking with a puckered up rear end. Additional information received 8 days later reported the patient¿s trial lead was pulled on (B)(6). The leads were intact with no damage. The patient did well and the trial was positive. The implant would be scheduled as soon as the patient¿s insurance approved.